Event description:
It was reported that bd maxzero extension set was labeled incorrectly the following information was received by the initial reporter with the following verbatim: can you tell me the correct size for the following item - item ID # mzx5305 - item description ext set 8"prated stdr nac-y sclamp? On the medical master catalog along with the dmlss website it's listed as 8", but on the actual packaging it's 6". Please open the above attachment for further details. Any assistance will be greatly appreciated. Please contact me with any questions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed